Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the catheter was noted to have a hole in it. The case was successfully completed using another device with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based has been received; however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.